Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was constantly illuminated and no flashing. A device left in this fault mode, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. During this time a significant number of manual power ups were recorded. The device failed a self test on 31(B)(6) 2010. The pad-pak was replaced on (B)(6) 2011 but the manual switch ons continue until the pad-pak becomes depleted on (B)(6) 2012. A test pad-pak was inserted and the device did power on and off but the green status led's remained lit confirming the fault. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.